Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was visually inspected, leak tested, and functionally tested. The pump had tool damage present on the pump block. The kink resistant tubing (krt) was worn to the filament. The pump passed leak test and did not pass the activation tests. The allegations were confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced due to a mechanical issue. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced due to a mechanical issue. No patient complications were reported.